Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
The patient's dentist is concerned with the treatment and recommended patient to stop using the byte aligners because he believes they will not work effectively without other attachments/care.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.